Manufacturer narrative:
(B)(4): eval method - - device history review is pending. Results : device history review is pending. Conclusion: other - cause of event cannot be determined. Analysis - the service technician performed functional testing of the unit on site. It was noted that the touch screen on the user interface was out of calibration. The touch points were lower than the full icon on the screen. The screen was not "locked up" as reported and the screen views could be changed without issue. The service technician made note that in conversation with the customer, they had not turned the flow knob down to 0 before restarting flow after the alarm as indicated in the instructions for use. The unit's event log was downloaded and evaluated. In summary, the event log showed that the bubble sensor was activated and the unit went into the coast mode (2000 rpm). The knob setting was increased from 2555 to 4308, showing that the user attempted to increase the rpm's; however, was unable to, because the unit was in "coast mode". Per the operators manual (pg 6-17), "to manually disengage coast, turn the rpm knob counter-clockwise until the speed of the rpm knob (displayed by the black bar) is equal to or less than the actual pump speed (displayed by the yellow bar)." The log also revealed the unit was turned off and back on with the rpm control set to 4298. The rpm control was then reduced to 0 and the motor speed was increased. Per the operator's manual (pg 5-2), "if the knob is not at 0 when the bio-console is turned on, the centrifugal pump will not spin. To rest the motor controller, turn the knob to 0 rpm for a minimum of one (1) second". The event log does not capture touch screen operation, so the function of the touch screen at the time of the reported event could not be determined. Conclusion: according to the available info, the clinical observation was not confirmed. It was suspected that user error contributed to the event. Investigation is pending. Once medtronic's investigation is complete, the event will be updated and a supplemental report filed.

Event description:
Medtronic received info that during use, this bioconsole's bubble alarm was tripped. As a result, the machine went into coast mode. The customer tried to clear the alarm, but the touch screen would not respond and was "locked". After trying to restart the flow, the unit was powered off and on again; however, flow could not be increased. The customer switched the tubing to finish the case to a roller pump. It was reported that there were no adverse pt effects.